Manufacturer narrative:
The company representative examined the footswitch and no problems were found. The customer did not request service for the system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for the associated system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported experiencing footswitch issues during a procedure. The case was completed using an alternate footswitch. There was no harm to the patient.